Manufacturer narrative:
Please reference related manufacturer report no 2015691-2018-04275.

Event description:
As reported, 29mm sapien xt case by tf approach in pulmonic position. A few month ago, two non-edwards pre-stents 45x28 were implanted in the pulmonic trunk overlapping each other. One stent more towards the pulmonic artery and the other towards the ventricle. The sapien xt valve was prepped and inserted into the patient, however, it was not possible to cross the previously implanted stents. It always got caught at the part where the stents were overlapping each other. Different maneuvers were attempted for 20min but with no success. It was then decided to implant the valve at the position it where it got caught. During the deployment, the valve moved even more ventricular and ended up half in the stent and have in the ventricle and short time later completely embolized into the ventricle. The patient was transferred to open heart surgery for pulmonary valve replacement.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve malposition requiring intervention and device embolization are known potential complications associated with the transcatheter pulmonic valve replacement (tpvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve (thv) systems are indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and: pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35mmhg. The physician training manual was reviewed; instructions include:  ¿use wire tension to assist in tracking¿ and ¿place the thv completely within the landing zone¿. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Investigation results suggest/indicate the xt valve was placed too ventricular due to the inability to be positioned within the non-edwards pre-stent. The too ventricular placement caused the valve to embolize into the ventricle. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), two months prior to the 29mm sapien xt case by transfemoral (tf) approach in pulmonic position, two non-edwards  pre-stents (sized 45mm x 28mm) were implanted in the pulmonic trunk overlapping each other. One stent more towards the pulmonic artery and the other towards the ventricle. The sapien xt valve was prepped and inserted into the patient, however, it was not possible to cross the previously implanted non-edwards pre-stents. It continually got caught at the part where the stents were overlapping each other. Different maneuvers were attempted for 20 minutes but with no success. It was then decided to implant the valve at the position where it got caught. During the deployment, the valve moved even more ventricular and landed half in the non-edwards pre-stent and half in the ventricle and short time later completely embolized into the ventricle. The patient was transferred to open heart surgery for savr.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information indicates the patient is okay post savr procedure.